Event description:
It was reported during a total knee arthroplasty procedure of the right knee, it was observed that the robotic-assisted solution satellite station device had reported a resection error. The surgeon reported that the entire surgery went smoothly and the robot performed as expected. It was reported that all cuts were good except for the lateral posterior chamfer cut. The reporter stated that the there was visually to much bone taken. It was further reported that the trial did not sit flush and the surgeon filled with cement in order to get the trial piece to sit flush. The procedure was a cemented procedure to start. It was reported that the surgery was completed with no negative impact. It was reported that there were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. During evaluation it was determined that no issues with the device were identified. Therefore, the reported condition could not be duplicated nor confirmed. A review of the device history records indicates that there were no issues during the installation of the device that would be expected to cause or contribute the reported condition. An assignable root cause could not be determined.